Manufacturer narrative:
Investigation summary: bd did not receive samples and/or photos from the customer facility for investigation. Bd was unable to determine the specific lot number that was associated with the event for a review of the manufacturing records. Investigation conclusion: based on the investigation, a root cause could not be determined. Root cause description: based on the investigation, a root cause could not be determined.

Manufacturer narrative:
No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the needle tip of a bd vacutainer® adapter with luer adapter. This was observed before use with no report of serious injury or medical interventions.